Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they have r eceived a replacement controller and battery pack from sunmed patient will call back if they need further assistance in charging the implant after they are able to charge the controller. Agent verbally updated prs. Patient mentioned they had a neck surgery a few years ago and has not been able to use the therapy because when therapy was on, it would cause neck pain to the surgical site in the neck. Patient then states the managing physician is considering revising or replacing the implant due to the implant has moved up and is hitting the rib cage causing severe pain. Patient states the dr said the implant life span is 7-8 years and since its so close, they may just replace. Agent requested event date, patient states they are not sure because patient is also on very strong oral pain medication and could not provide a date, month or year. Agent reviewed implant longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.